Event description:
It was reported that the device was explanted (date not reported) due to an unknown reason. Additional information has been requested; however has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018, due to migration of the electrode array. The patient was not reimplanted, as of the date of this report.